Event description:
The customer reported, the ventilator remote alarm was not working. The customer reported, the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician verified the customer reported problem during testing. The service technician replaced the main pcb board to correct the reported problem. Applicable final testing was completed and tests passed per operating specifications.